Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that since the lead revision, the rv lead exhibited a decrease in sensing and an increase in thresholds. The x-ray showed no gross dislodgement and the physician has planned to explant and replace the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited variable thresholds and low impedance. The rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited rising and high impedance and threshold measurements. The "heal" of the lead had pulled back and become dislodged. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.